Event description:
It was reported that the patient with this pacemaker device had syncopal event during boxing. Troubleshooting was performed; however, no noise was noted. Upon review of the previous electrogram (egm), the patient had short ventricular tachycardia (vt) and was in atrial fibrillation (af). The patient was admitted to the hospital, and the plan was to decrease sensitivity settings. Technical services (ts) reviewed the data and stated that the device had recorded non-sustained ventricular fibrillation (nsvf). Ts stated there was no noise and that it was a true arrhythmia, however the device recognized the signals as noise sometimes. Ts recommended to change the pacemaker for a defibrillator to treat the patient condition. This device remains in service. No adverse patient effects were reported.